Event description:
It was reported that the customer experienced "errors 171, 210 and 235." The case was "cancelled." Patient outcome: "no damages to the patient." No further information was available.